Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited variability with a high out of range shock impedance measurement greater than 125 ohms. No adverse patient effects were reported. The lead remains in service.